Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 2.75ma. However, the measured output signal amplitude (both prior to (11.18v) and after the monitoring test (11.09v)) demonstrates that the generator is able to deliver the programmed 2.75ma (with a 4k ohm load calculated output 11.00v +/- 10%) despite the warning message of a low output condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 2.886 volts, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 69.960% of the battery had been consumed. A battery life calculation resulted in 2.2 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. Other than the noted event (diag low ma), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported in clinic notes dated (B)(6) 2014 that the patient typically had one seizure per month but beginning (B)(6) 2014 the patient was having one or more seizure per day the seizures were described as sudden gasp followed by flexion and extension of her extremities. They seizures last 2-3 seconds but lately have been lasting up to 45 seconds. The longer events are followed by postictal period of vomiting, drowsiness and confusion. They patient and her mother deny any current illness or injury and there were no changes or external stressors. Follow-up did not provide much additional information. The patient had only been seen at the hospital ER on that date and has not been back. They do not know any history. They had suggested that the patient may need a generator replacement but did not have any indication that vns was causing the seizure and did not know the relationship to vns. The current treating neurologist was unknown. The patient had previously been seen by a physician in their system but he had retired and she had not seen him since (B)(6) 2012. No further information was known or provided. Surgery is likely but has occurred to date.